Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer continued to use the pump for insulin therapy.